Event description:
Polyaxial seat separated from the screw head during a procedure.

Manufacturer narrative:
Per the distributor, when the incident occurred, there was no injury to the pt, the surgeon just removed the damaged screw & replaced it with a spare. Review of the DHR for this batch of screws do not show any nonconformances. The root cause of this failure is undetermined, as all previous screw separations resulted in broken collets, unlike this one. The screw in question was on the end of the construct (l5 or s1), and the separation occurred when trying to persuade the rod into the screw head or to angle the head sufficiently to receive the rod".